Event description:
The customer retrieved their cryomacs freezing bag 250 ml from their ln2 tanks and when they pulled them out they were found broken. The customer justified that there was still enough target/stem cells for transplantation available, therefore no patient was harmed. The event occurred at: (B)(6).